Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., other, other text: initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6). Initial reporter phone number exceeded the maximum allowable characters, phone number is as follows: (B)(6). Device not returned.

Event description:
The customer reported the device powered off during use and won't power back on. No consequences or impact to patient were reported.

Event description:
The customer reported the device powered off during use and won't power back on. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacuring narrative: other text: the returned device was investigated. The device battery was not recording the full charge capacity as it depleted quickly and shut down with a low battery error message. The device was then unable to be powered back on using the battery. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: g51 4tf. Initial reporter phone number exceeded the maximum allowable characters, phone number is as follows: 0141 452 3286.